Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 5.5 mg/ml of bupivacaine at an unknown concentration and 3.5 mg/ml of dilaudid at 1.02 mg/day via an implantable pump for non-malignant pain. On 2020-oct-02, it was reported that the patient's pump was empty and alarming. The alarming was notably getting louder and more frequent. According to the hcp, the patient had been doing well over the weekend of 2020-sep-26, but on (B)(6) 2020 had started to not feel well. The patient went to the ER, but the ER doctors indicated that the patient's pump would need to be filled elsewhere. The patient had reportedly been moving around the country and had recently been released from their healthcare provider's care as they were non-compliant. It was confirmed that this was the reason that the patient's pump was empty. It was noted that this was not the first time that the patient had been non-compliant and had let their pump go empty. The patient was without a healthcare provider at the time of the report and was having difficulty finding a managing hcp because of their behavior. The pump alarm was silenced on 2020-oct-06, but the pump was not refilled.